Manufacturer narrative:
Concomitant products: ddbb2d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos) on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.